Event description:
An endurant ii stent graft was implanted into a patient for the endovascular treatment of a 6 cm in diameter fusion form abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 32 mm in diameter, and angulation approx. 60 degrees, from terminal-aorta toward proximal. It was reported that the aortic extension endurant 36x36x70 was implanted at the proximal side of main body as the endurant 28x20x145 the physician determined that there was infolding of the aortic cuff, but it was not confirmed by angiography. After infolding of aortic cuff was confirmed, an endurant 28x28x82 was inserted however unable to advance to the intended land zone/targeted site. The reported cause of the inability to advance the device was due to angulated aorta, not neck angulation, but there was angulation approx. 60 degrees, from terminal-aorta toward proximal and also due to separation between main body and infolded aortic cuff. There were no endoleak confirmed during the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Implanting a 36 cuff within of a 28 bifurcated stent graft.